Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. This event was extracted from MFR # 2916596-2023-03103 to address the onset of the patient's epistaxis. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had epistaxis and was taken off anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.